Event description:
It was reported via a call from the intensive care unit rn to the clinical support specialist (css) on (B)(6) 2014 at 1905 mdt for help to troubleshoot a helium loss 2 alarm occurring about every 3 minutes. The iab-05840-lws was placed through the sheath via femoral approximately 6 hours ago without issue. The pump started alarming about 15 minutes ago. The intra-aortic balloon pump (autocat2 wave, s/n (B)(4)) was providing good support prior to this. The rn explained that this male patient came from the cath lab about 6 hours ago. The css first verified that the pump was currently running. The css had the rn describe the balloon pressure waveform (bpw). The rn described a bpw that was very normal in appearance. The css had the rn describe the bpw from a strip that was printed with one of the helium loss alarms. The bpw appeared to have a normal plateau, but the baseline was not returning fully to baseline as described by the rn. While the css was talking to the rn the pump alarmed again for helium loss. The css walked the rn through a leak test starting by clamping the gas tubing on the iab itself. The baseline for the bpw stayed stable for 2-3 minutes while the css had a discussion about the situation with the rn. The css informed the rn that the iab was most likely ruptured and needed to be removed as soon as possible. The rn thanked the css for the help and stated calling the physician. At 2200 mdt the css called and spoke with the rn again for a follow up. The rn stated that the physician did remove the iab and they are not replacing it. The rn said that they saved the iab and will keep it in the ICU. The css verified that the patient is tolerating the pump being off for now. The rn thanked the css for the follow up. No x-ray was performed and pump strips were generated, but are not available for review. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is stable. An update received stated that per the rn the iab was removed within the 30 minutes as recommended.

Manufacturer narrative:
(B)(4).